Event description:
It was reported that during a colectomy procedure, that the device would cut but stapled partially. Surgeon removed the partially stapled section and used another like device to correct the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.